Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using the indigo system separator 8 (sep8). Upon advancing the sep8 into the thrombus, the bulb and wire broke off and completely separated from the sep8. The physician used a snare device to retrieve the broken pieces and the sep8 was not used for the remainder of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the indigo system separator (sep8) was fractured approximately 149.5 cm from the proximal end of the delivery wire. Conclusion: evaluation of the returned device confirmed that the sep8 bulb was fractured from the delivery wire. This type of damage likely occurred from improper handling during use. If the device was retracted against resistance, it is likely that the force used exceeded product specification and resulted in a fracture. The sep8 are 100% dimensionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.